Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The field service engineer (fse) replaced the integrated electro surgical unit (erbe) to solve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress.

Event description:
It was reported that prior to the start of a da vinci-assisted simple transvesical prostatectomy surgical procedure, the integrated electro surgical unit (erbe) generator was showing fault c-00. As this error code is very generic and normally has a underlying cause (c-33 for example), the technical support engineer (tse) guided caller to check that the pedals in the drawers where pressed in during the self-test of the generator and caller stated they were not. As system was onsite tse could review the logs and found several occurrences of c-33 which indicates a faulty generator. There was no reported injury.